Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The event occurred in (B)(6).

Event description:
The customer complained of a questionable result for one patient sample tested with the elecsys hcg + beta test system on a cobas e602 module. The initial hcgb result was 223.6 miu/ml. It is unknown if this result was reported outside the laboratory. The sample was repeated on (B)(6) 2017 with a result of 10000 miu/ml with a data flag. The analyzer automatically repeated the test with a 1:100 dilution; the result was 85725 miu/ml. The patient is pregnant. No adverse event was reported. No other tests were affected, and no other issues were observed. The customer did not observe foam on the sample or clots in the sample. Calibration on the test is overdue, and calibration frequency is generally to low. Quality controls on (B)(6) 2017 were in range. The hcgb reagent lot was 179825. The expiration date was requested but not provided. A general reagent issue can most likely be excluded. The investigation was unable to determine a specific root cause. Additional information was requested for the investigation but was not provided. A possible root cause is preanalytical issues, such as micro-clots or improper sample quality, or insufficient maintenance.